Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Review of a remote transmission showed that the rv lead also potentially had t-wave oversensing (twos) during ventricular fibrillation (vf), monitored ventricular tachycardia (vt), and fast ventricular tachycardia (fvt) episodes. Later in person interrogation reveals no twos occurred. The lead was reprogrammed and remains in use. No patient complications havebeen reported as a result of this event.